Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units battery prematurely died. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the battery died prematurely during patient transport. Replaced the batteries (d146-00-0039) because they lasted 27 minutes during battery run time test. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.